Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the actual device was received for evaluation. A visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The functional testing could not be performed on the sample due to a blockage in the fluid path. The cause of the blockage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a one-link non-dehp microbore catheter extension set fell apart from the patient's port. The issue was further described as, "the patient's line disconnected from the one-link connector (cap) on the port needle of the IV extension tubing". This occurred during patient infusion with heparin. The set was replaced with a new line and fluid administration was restarted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.